Event description:
Dysfunction [joint dysfunction]. Significant swelling [knee swelling]. Pain [knee pain]. Case narrative: based upon additional information received on 21-oct-2019, this case initially assessed as non serious was upgraded to serious as events of significant swelling and pain were assessed as medically significant. Also, additional medically significant event of dysfunction was added. This case was linked to cases (B)(4) (cluster). Initial information received on (B)(6) 2019 from australia regarding an unsolicited valid serious case received from a physician. This case involves a 63-year-old female patient who experienced significant swelling (latency: 10 days) and pain (latency: 10 days), dysfunction (latency: unknown) after she received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. Patient had received a previous injection of synvisc one. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection (synvisc one) via intra-articular route at dosage unknown frequency once (lot: 7rsl047zb; exp: oct-2020) for knee osteoarthritis. On (B)(6) 2019, 10 days later patient experienced significant swelling and pain. The patient missed work due to the events. On an unknown date in 2019, after unknown latency, patient experienced dysfunction. The events of significant swelling, pain and dysfunction were assessed as medically significant. On an unknown date in 2019, 4 to 6 weeks after the injection, the patient recovered from both the events of pain and significant swelling. As a corrective treatment, patient received oral naprosyn and underwent blood tests to exclude infection. Action taken: not applicable for all the events. Corrective treatment: naprosyn for significant swelling, pain; not reported for dysfunction. Outcome: recovered/resolved for all the events. Reporter causality: probably related for significant swelling, pain. A product technical complaint was initiated for synvisc one (lot: 7rsl047zb; expiration date: oct-2020) on 22-oct-2019 with global ptc number (B)(4). The production and quality control documentation for lot: 7rsl047zb expiration date (oct-2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl047zb no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 22-oct-2019, there was 1 complaint on file for lot: 7rsl047z and all related sublots. 1 complaint was on file for lot: 7rsl047zb: (1) adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Final investigation completion was 22-oct-2019. Additional information was received on 09-aug-2019. Global ptc number and results were added. Text was amended accordingly. Additional information received on 21-oct-2019 from physician. New event of dysfunction was added. Case upgraded to serious. Patient demographics added. Suspect product therapy date, indication and batch number added. Events of significant swelling and pain were updated to serious. Event details updated and corrective added for significant swelling and pain. Clinical course updated. Text amended accordingly. Additional information was received on 22-oct-2019 from other healthcare professional. Global ptc number and ptc results were received and text amended accordingly.

Event description:
Dysfunction [joint dysfunction], significant swelling [knee swelling], pain [knee pain]. Case narrative: based upon additional information received on 21-oct-2019, this case initially assessed as non serious was upgraded to serious as events of significant swelling and pain were assessed as medically significant. Also, additional medically significant event of dysfunction was added. This case was linked to cases (B)(4) (cluster). Initial information received on 22-jul-2019 from australia regarding an unsolicited valid serious case received from a physician. This case involves a 63-year-old female patient who experienced significant swelling (latency: 10 days) and pain (latency: 10 days), dysfunction (latency: unknown) after she received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. Patient had received a previous injection of synvisc one. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection (synvisc one) via intra-articular route at dosage unknown frequency once (lot; 7rsl047zb; exp: oct-2020) for knee osteoarthritis. On (B)(6) 2019, 10 days later patient experienced significant swelling and pain. The patient missed work due to the events. On an unknown date in 2019, after unknown latency, patient experienced dysfunction. The events of significant swelling, pain and dysfunction were assessed as medically significant. On an unknown date in 2019, 4 to 6 weeks after the injection, the patient recovered from both the events of pain and significant swelling. As a corrective treatment, patient received oral naprosyn and underwent blood tests to exclude infection. Action taken: not applicable for all the events. Corrective treatment: naprosyn for significant swelling, pain; not reported for dysfunction. Outcome: recovered/resolved for all the events. Reporter causality: probably related for significant swelling, pain. A product technical complaint was initiated for synvisc one (lot: 7rsl047zb; expiration date: oct-2020) on 09-aug-2019 with global ptc number (B)(4). The production and quality control documentation for lot 7rsl047zb expiration date (oct-2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl047zb no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 13-nov-2019 there were 2 complaints on file for lot 7rsl047z and all related sublots. 1 complaint was on file for lot 7rsl047za: (1) adverse event report. 1 complaint was on file for lot 7rsl047zb: (1) adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation completion was 13-nov-2019. Additional information was received on 09-aug-2019. Global ptc number and results were added. Text was amended accordingly. Additional information received on 21-oct-2019 from physician. New event of dysfunction was added. Case upgraded to serious. Patient demographics added. Suspect product therapy date, indication and batch number added. Events of significant swelling and pain were updated to serious. Event details updated and corrective added for significant swelling and pain. Clinical course updated. Text amended accordingly. Additional information was received on 22-oct-2019 from other healthcare professional. Global ptc number and ptc results were received and text amended accordingly. Additional information was received on 13-nov-2019 from other healthcare professional. Investigation summary received and ptc results were updated. Text amended accordingly.

Event description:
Dysfunction [joint dysfunction], significant swelling [knee swelling], pain [knee pain]. Case narrative: based upon additional information received on 21-oct-2019, this case initially assessed as non serious was upgraded to serious as events of significant swelling and pain were assessed as medically significant. Also, additional medically significant event of dysfunction was added. This case was linked to cases (B)(4) (cluster). Initial information received on 22-jul-2019 from (B)(6) regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6)-year-old female patient who experienced significant swelling (latency: 10 days) and pain (latency: 10 days), dysfunction (latency: unknown) after she received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. Patient had received a previous injection of synvisc one. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection (synvisc one) via intra-articular route at dosage unknown frequency once (lot; 7rsl047zb; exp: oct-2020) for knee osteoarthritis. On (B)(6) 2019, 10 days later patient experienced significant swelling and pain. The patient missed work due to the events. On an unknown date in 2019, after unknown latency, patient experienced dysfunction. The events of significant swelling, pain and dysfunction were assessed as medically significant. On an unknown date in 2019, 4 to 6 weeks after the injection, the patient recovered from both the events of pain and significant swelling. As a corrective treatment, patient received oral naprosyn and underwent blood tests to exclude infection. Action taken: not applicable for all the events. Corrective treatment: naprosyn for significant swelling, pain; not reported for dysfunction. Outcome: recovered/resolved for all the events. Reporter causality: probably related for significant swelling, pain. A pharmaceutical technical complaint (ptc) was initiated on 09-aug-2019 for synvisc one with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on 09-aug-2019. Additional information was received on 09-aug-2019. Global ptc number and results were added. Text was amended accordingly. Additional information received on 21-oct-2019 from physician. New event of dysfunction was added. Case upgraded to serious. Patient demographics added. Suspect product therapy date, indication and batch number added. Events of significant swelling and pain were updated to serious. Event details updated and corrective added for significant swelling and pain. Clinical course updated. Text amended accordingly.